Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual inspection of the swg revealed the body had a broad bend in the proximal end. Microscopic examination of the swg confirmed that both welds were in place. The bend in the swg body was measured from 55-160 mm from the proximal weld. The total length of the swg measured 602 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.791 mm which is within specifications of 0.788-0.826mm per swg graphic. The swg was inserted into a lab inventory ars and a lab inventory 18 ga introducer needle to functionally test. The swg passed through both with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the spring wire guide was found to be kinked in use was confirmed through the complaint investigation of the returned sample. The returned guide wire was found to have a bend in the body from 55-160 mm. The returned guide wire met all relevant dimensional requirements and a device history record review was completed and did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during insertion the doctor found the guide wire kinked and was not able to pass it. The doctor could not proceed and finished the procedure using the new product.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during insertion the doctor found the guide wire kinked and was not able to pass it. The doctor could not proceed and finished the procedure using the new product.